Event description:
It was reported that the ivus catheter was used to perform an ivus at the proximal rca. Ivus was again performed at rpda and proximal rca using the same catheter. The lesion was not tortuous or calcified. The physician reported that he checked the catheter before insertion and no damage was observed. However, he felt some resistance with the guide catheter and the lesion area during the procedure. When the ivus catheter was removed from the pt body, it was reported that a separation occurred at approx 32cm from the tip of the catheter. The separated portion was removed from the pt body with a snare. The incident occurred during the last procedure and the procedure was successfully completed. There was no pt injury and no adverse events reported.

Manufacturer narrative:
(B)(4). The complaint device has not been received by the MFR so a device evaluation has not been performed yet. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. A supplemental report will be submitted when the manufacturer's investigation is completed.